Event description:
The pump was set to deliver a volume of 1000ml at a rate of 750ml/h. The pump stopped during the infusion with no alarm. No pt injury occurred.

Manufacturer narrative:
Evaluation results: the pump was received on (B)(4) 2012, a visual inspection of the pump reveal no anomalies. A review of the operational log indicates a programmed infusion using the drug library (heparin) with a dosage of 750.0 units/h with a rate of 15ml/h and a volume to be delivered of 34ml was started on (B)(6) 2012 at 9:24pm. The log shows the infusion was interrupted by the pump shutting off. As a result of the interruption, the log indicates system error 75 and 123 were generated. The log shows the errors were displayed once the pump was powered back on, on (B)(6) 2012. Per the service manual system error 75 is caused by a failure of the memory check when powering on or off; system error 123 is caused by a power glitch during delivery. This is normal and not unusual in instances where a power failure occurs or the pump is allowed to infuse until the emergency back up alarm comes on when running in dc (battery) power. B. Braun completed an evaluation of this pump per the procedure for complaint handling. The pump met all testing requirements, and the reported complaint of the pump shutting-off by itself could not be reproduced.